Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of bent sensor cannula and change sensor alarm from the insulin pump. The customer's blood glucose reading was 82 mg/dl. The customer stated that she has another sensor where the cannula was not only bent but seemed to almost come off. The customer mentioned that all the sensors out of the box have been damaged after insertion. The customer noticed the bent sensor when she changed her sensor. The customer will be sent replacement sensors.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.